Event description:
It was reported that the pt developed a tibial cyst due to excess plastic wear debris generated by the implant that funneled down through the screw holes of the tibial baseplate into the patient's tibia. The presence of this debris inside the bone triggered an autoimmune response which deteriorated the bone tissue.

Manufacturer narrative:
This report will be amended when our investigation is complete.